Manufacturer narrative:
Device history record the batch record, number (B)(6) was reviewed: the batch is within the specifications and no discrepancy was observed. No other similar complaint was reported on the products released in (B)(6) 2016. Summary of investigation x-ray pictures were transmitted. The questionnaire regarding the access port incident was returned. One celsite babyport from batch (B)(6), was returned for investigation. X-ray picture review: the access port housing is not visible on the received image. On the left of the patient, a small piece of catheter is hardly visible in the left subclavian vein. It is the distal part of the catheter. Its extremity is located at the level of vertebras t2/t3 instead of the entrance of the heart. Visual inspection: access port housing: some blood traces and fibrin residues are visible on the returned access port. Around 15 puncture marks were visible into the silicon septum. Catheter: the segment of catheter was received connected to the access port housing with the connection ring. It is around 5.5cm long. It is calcified. The distal part of the catheter has not been returned for investigation. The rupture facies was rough and ovalized. A small longitudinal crack is visible. This proves that the catheter was crushed, pinched at the level of the rupture. Root cause: no manufacturing defect is visible on the returned elements. The received elements allow us to see that: the catheter rupture is probably due to pinch-off syndrome as rupture facies was ovalized and the catheter was implanted via the left subclavian vein. The received catheter is calcified and according the received information and x-ray pictures, its distal extremity remains in the subclavian vein. A position of the distal tip of the catheter high in the svc predisposes the catheter to fibrin sheath formation, to encapsulation in the vessel wall and other mechanical difficulties. The IFU specify to change the system when the tip reaches the level of t4 on growing children the received elements allow us to say that the event reported during the explantation procedure results from the pinch-off syndrome and probably from the encapsulation of the catheter into the vessel wall. The IFU specify to change the system when the tip reaches the level of t4 on growing children. Conclusion: the catheter rupture during removal is a known complication of access ports with catheters. The IFU specify how avoid the risk of pinch-off syndrome when the catheter is placed via subclavian vein. The catheter encapsulation is a known complication of the access port implantation, especially on children when the catheter was implanted during several years and the distal catheter extremity becomes placed high in the ivc. The IFU specify that the position of the catheter tip should be checked radiographically a minimum of every 12 months or more frequently if the child is growing quickly. The system should be changed when the tip reaches the level of t4. The incident is not imputable to the device. The IFU recommendations were not followed. No further corrective action is envisaged for the moment.

Event description:
An incision is made through the anterior chest wound, the implantable port is located and released. It is extracted and fractured catheter is found. Neighboring tissues are explored and no distal portion is identified. Hemostasis is performed. Closure by planes. The patient will be x-rayed during recovery and sent to angiography for extraction by catheterization of the distal part of the catheter.

Event description:
An incision is made through the anterior chest wound, the implantable port is located and released. It is extracted and fractured catheter is found. Neighboring tissues are explored and no distal portion is identified. Hemostasis is performed. Closure by planes. The patient will be x-rayed during recovery and sent to angiography for extraction by catheterization of the distal part of the catheter.

Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to a product reference cleared under #510k130576. Device history record the batch record was reviewed: the batch is within the specifications and no discrepancy linked with this type of incident was observed. No other similar complaint was reported on the batch released in may 2016. Investigation results: will follow when the device is received for evaluation.